Event description:
It was reported that on (B) (6) 2010, pt was admitted to the 1st department of cardiology. Prior to this, he was experiencing severe chest pain, the onset of these symptoms was 1.5 hours earlier this day. On admission, pt was in "bad condition." Tachycardia, some crackles at the bottom of the lungs, blood pressure 70/50mmhg. As a result, pt was immediately transported to cath lab and coronary angiography was performed. It revealed severe narrowing of lmn (70%), occlusion of left anterior descending (lad) and lcx with non obstructed bypass to right coronary artery (rca) and lima to lad. Due to pt's drop of blood pressure, physician inserted an intra-aortic balloon (iab) through a sheath into the left femoral artery. The blood pressure increased to 100/70mmhg and physician performed angioplasty of lmn and lad with implantation of des and bms respectively. After procedure, improvement of pt's state occurred (bp110/70mmhg, loss of pain proper "diuresis"). However, the next day ((B) (6) 2010), there was an increase in pulmonary congestion and arrhythmia appeared; rapid atrial fibrillation which converted spontaneously into sinus rhythm. "We modified doses of drugs and obtained small temporary improvement." At 13:45 hours, pt lost consciousness, no pulse on carotid artery with preserved sinus rhythm 120/min; loss of saturation, short indirect cardiac massage was performed. "We observed blood in balloon line." Iab was removed (we noticed a rupture along the balloon), another iab was immediately inserted; position was checked in cath lab. After three hours, he presented with severe arrhythmia. Pt did not respond to treatment and died. Autopsy revealed severe myocardial infarction and general atherosclerosis. "Any features of aorta injury were observed." "In our opinion, pt's loss of consciousness was connected with the iab dysfunction. Due to the pause in mechanical support of the left ventricle function, further deterioration in pt's clinical status occurred resulting in the pt's death." There are not pump strips. X-rays were performed. Fluoroscopy during insertion on (B) (6) 2010 and after insertion of the second iab on (B) (6) 2010.

Manufacturer narrative:
(B) (4). F/u report will be filed if add'l info becomes available.